Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh9020tdd lot# serial # (B)(6); implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI #: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving morphine drug via an implantable pump for non-malignant pain indications for use. It was reported that the patient reported that the pump has not been working since yesterday. The patient could not deliver a bolus, and he was hurting ¿pretty bad.¿ the patient stated the device keeps spinning and not connecting. The patient stated that he gets 4 bolus a day. The patient service assisted the patient with clearing the data and closed out all applications on the handset. The agent reviewed device function. The patient was able to deliver a bolus. The troubleshooting steps that were taken on the call resolved the issue. The patient reported that he was not getting a lot of relief from the pump since implant. The patient mentioned when he was on the oral medication they got 10x the relief them what he is getting with the pump, and they keep increasing the me dication. The patient stated that he wishes he did not have the pump implant. The patient stated that he was still in a lot of pain. The patient stated he was not sure the pump was working because of the pain he had. The agent recommended the patient consult with the healthcare provider (hcp) office with concerns and next steps.